Event description:
Rptr indicated that the pt was to have surgery to replace his vns generator because it was believed to be at end of service. Upon reviewing the programming history for the vns generator, it was found that a system diagnostics test had been interrupted on (B)(6) 2006 resetting the programming to undesired settings. This was eventually noticed on (B)(6) 2006 and the physician began re-titration of the pt's settings. On (B)(6) 2006, another interrupted systems diagnostics test occurred but this was caught by the physician. However, the pulse width and off time were not corrected with the other settings. The off time was eventually corrected on (B)(6) 2007 but the pulse width had not changed with the most recent settings on (B)(6) 2010. No adverse events have been reported.